Event description:
It was reported in the cer that three (3) studies found "intradiscal extrusion in 38/536 (7.1%) procedures; discal cement leakage noted in 42 of 147 (25%) patients; and intradiscal cement leakage occurred in 3 of 35 (14.3%) patients" respecitvely. No further information was reported. The type of cement used in this case was not specified in the cer document.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.